Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/4 was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) stated that the unused line was open. The technical service representative (tsr) explained the alarm. The tsr had to cycle power. The hp would finish therapy with manual exchange and notify the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.